Event description:
It was reported that this left ventricular (lv) lead was attempted but had high capture thresholds and loss of capture (loc) during placement. The lv lead was then tried in another branch and noisy signals were seen. The physician noted there was fluctuating impedance measurements and instances where the wire did not advance smoothly, which led the physician to believe there was a conductor fracture. Subsequently, this lv lead was replaced. This lead has not been received for investigation. No additional adverse patient effects were reported.